Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no adverse impact to the customer¿s blood glucose level. Patient declined further troubleshooting, and customer technical support documented the issue and closed the case with no additional action required.